Event description:
It was reported that during a lap oophorectomy, the system initially tested okay but then produced a solid tone. The instrument was replaced and the case completed with no patient consequence.

Manufacturer narrative:
Analysis summary: the analysis results found that the ace36p device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.